Manufacturer narrative:
Per service report (B)(4) the device was evaluated by a (B)(4) technician. The technician replaced a defective 20 amp breaker that was swollen. Functional testing was performed to factory specifications. The device was returned to service. (B)(4).

Event description:
(B)(4). This is a follow-up #2 for the initial report MFR # 8010762-2014-00811 and importer # (B)(4) submitted on october 20,2014. Then another initial was erroneously submitted under MFR # 8010762-2016-00185 and importer # (B)(4) on march 16,2016. This submission as follow-up #2, serves to correct that error. FDA correspondence stated that all follow-up medwatches must be filed electronically.

Manufacturer narrative:
The device was evaluated by a maquet service technician. The technician replaced a defective 20 amp breaker that was swollen. Functional testing was successfully performed to factory specifications. The device was returned to use.

Event description:
(B)(4). This is a resubmission for MFR # 8010762-2014-00811 and importer # 3008355164-2014-00163 which was inadvertently reported as 8010762-2016-00185 and 3008355164-2016-00026 on march 16,2016.

Manufacturer narrative:
The device was evaluated by a maquet service technician. The technician replaced a defective 20 amp breaker that was swollen. Functional testing was successfully performed to factory specifications. The device was returned to use.

Event description:
(B)(4). This is a resubmission for MFR # 8010762-2014-00811 and importer # (B)(4) which was inadvertently reported as 8010762-2016-00185 and (B)(4) on march 16, 2016.

Event description:
It was reported the device tripped the 20 amp breaker three times during use. A backup system was used and the defective system was removed from service. (B)(4).

Manufacturer narrative:
A maquet field service tech is evaluating the device. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).